Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle there was a substance blocking the cavity inside the syringe. Verbtim: basically, there are 3 cavities inside the syringe near to the needle housing. Usually these 3 cavities are hollow and nothing inside. This particular syringe had 2 cavities and 1 cavity filled with some material.

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle there was a substance blocking the cavity inside the syringe. Verbtim: basically, there are 3 cavities inside the syringe near to the needle housing. Usually these 3 cavities are hollow and nothing inside. This particular syringe had 2 cavities and 1 cavity filled with some material.

Manufacturer narrative:
Investigation: customer returned (115) 1cc, 12.7mm, 30g syringes (5 loose, 110 in sealed poly bags) with the shelf cartons from lot # 7241942. Customer states that there was a substance blocking the cavity inside the syringe. All loose samples as well as thirty samples from the sealed poly bags were examined and 3 loose samples as well as 7 out of 30 samples from the sealed poly bags exhibited adhesive runoff onto the barrel. CAPA 226773 has been opened to address this issue for 1ml syringes. A review of the device history record was completed for batch# 7241942. All inspections were performed per the applicable operations qc specifications. There were six (6) notifications [200712761, 200712700, 200712546, 200712545, 200712544, 200712186] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use.